Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that her 3 infusion sets did not work. Customer's blood glucose was 196 mg/dl. Customer reported the alarm was resolved by a complete set change. Advised the customer the infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.